Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted, upon completion of the investigation.

Event description:
The customer reported that the screens displays nothing. There was no reported patient involvement.